Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by power issue. The field service engineer confirmed already being on site to replace the internal battery and subsequently replaced the power supply. Issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es displayed enter password on the screen again. The next step was to replace the power supply. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.